Event description:
It was reported that during the surgery; the anchor could not be pushed out as usual and the surgeon could not implant as intended. The procedure was successfully completed using a backup device. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - this event occurred in japan. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 110024773 (67015364). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. The reported event cannot be confirmed. Visual examination of the returned product identified sample 1 has been cycled 2 times and the suture and both anchors were returned out of the needle. One of the anchors was balled up and the suture was wrapped around itself. Untangled the suture and was able to straighten the anchor and both anchors were able to move along the suture. The flexible sleeve is at the tip of the needle and the needle and sleeve both have discoloration. Sample 2 has also been cycled 2 times and there were no sutures or anchors returned. The flexible sleeve is at the tip of the needle as well and appears to have some biodebris and discoloration. Both black push buttons functioned with no issues and visually confirmed that both handles are translucent green in color. There is no flashing visible on the handle or front-end assembly. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.